Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the leg, which is off label usage of the device, on (B)(6)/2020. On (B)(6) 2020, the area where the sensor was inserted was inflamed with blisters after removing the sensor pod. The patient consulted a physician on (B)(6) 2020, and no treatment was provided. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided.